Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. The action taken with dianeal therapy was not reported. Treatment, cause and outcome for peritonitis were not reported. Additional information was requested but is not available at this time. This is report 4 of 4.

Manufacturer narrative:
(B)(4). (B)(6). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).